Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the wake button was delayed in responding to touch. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose level was 138 mg/dl.